Manufacturer narrative:
This right ventricular (rv) lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and decreased sensing due to suspected subclavian crush. A revision procedure was performed. The lead was capped and surgically abandoned. A new right ventricular (rv) lead was successfully placed.